Event description:
It was reported to philips that the system had automatically shut down and restarted, which can indicate a booting issue. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.